Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer was unable to provide exact dates the occlusions occurred. The customer's blood glucose level was 300 mg/dl. The customer administered a manual injection and changed all pump supplies. Reportedly, the customer was able to resolve the occlusions by changing the supplies. Additionally, it was reported that a malfunction alarm occurred. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose levels. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged malfunction alarm was verified. Based on the analysis, the alleged occlusion could not be evaluated as no used cartridges were returned with the device.